Event description:
The cardiologist attempted closure with a prostar xl 8 f pvs device. The cardiologist pulled hard to deploy and upon deployment, only 3 needles presented. According to the instructions for use, the needles should be backed down when resistance is encountered. Also contrary to the instructions for use, the cardiologist removed the 3 needles. Under fluoroscopy, the 4th needle was found. The pt went to surgery for device removal. The barrel was cut in four pieces to access the remaining needle. The surgeon noted that the hub was not locked in place and was not sure if he had locked the hub.